Manufacturer narrative:
Continuation of d10: product ID 97745, lot/serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-07 additional information was received. The serial number of the patient's controller was provided. The cause of the unexpected increase in stimulation and the muscle spasms was not determined yet. The rep noted they did provide the logs to technical services for analysis. The rep stated the pt would be leaving the stimulator off until the rep receives additional information from technical services and can provide an update to the patient. The issue has not been resolved yet. The cause of the high impedances was also not determined. The rep also confirmed with technical services that the only reports they have are from the (B)(6) 2024 interrogation. The rep would check with their colleague to see if they had any reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the issue has been resolved. Rep set an intensity limit on the patient¿s device and he has stated that he uses his scs without hesitation or issue now.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_ptm_prog (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an unexpected increase in stimulation, causing muscle spasms and an inability to operate the controller. The patient was riding in a car when the stimulation intensified, leading to the patient's arm tensing up. The driver had to assist in turning off the stimulation, which resolved the sensation. The patient had cervical leads and had not experienced such an event before, with no recent changes in therapy or trauma. During a clinic visit, a similar sensation occurred when the stimulation was increased to the perception threshold of about 1.5ma, causing the patient's arm to tense up again. The caller noticed this physical change in the pt and turned amplitude down to 0 and then the sensation went away (per caller, the sensation lasted about 15 seconds). Caller noticed a message on his tablet when he had decreased the stimulation that ramping had stopped. Ss timing is on 4 seconds and pt has been set up with dtm programming. The intensity of group a was noted to be at 8ma, higher than usual. When asked, the pt wasn't able to remember what their specific setting(s) are on group a typically, only that the setting is usually lower and pt makes minor adjustments to his stimulation intensity once in a while. Groups b <(>&<)> c are set to 0.7 and 0.8ma, respectively. Had caller create mdt file and asked caller to send in both mdt file and session file from today. Additionally, there was a chronic impedance issue with electrode #0 being out of range (~>40,000 ohms/do not use), although it was not used for therapy. Contact 3 also showed as avoid with high impedance readings of 40,000 ohms. The patient decided to keep the stimulation off until further understanding of the issue was achieved. The resolution involved educating the customer and providing information.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that their colleague did not have older reports for the patient. Rep noted they have not gotten any additional information to explain the cause of the issue and would follow up with technical services for more details. Rep noted they have not become aware of any diagnostics or tests taken to investigate the high impedance issues. Rep reported the doctor was waiting for advisement from them based on recommendations from the engineering team. Additional information was received from the manufacturer representative (rep). Rep reported they have been unable to find any past tablet sessions with the pt. Technical services reviewed that they were unable to explain the increase in stimulation that the pt experienced, but that no malfunction of the system was seen by engineering in the mdt file. Tss reviewed creating a lower limit for the pt's intensity so that pt doesn't have to be concerned about having any overstimulation.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.